Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the infusion set tubing appeared to be discolored and was a shade of blue compared to the typical clear tubing. According to the home care patient, the color change concerned the patient and the tubing was replaced. The home care patient reported that they experienced a migraine and their blood glucose rose to 400 mg/dl due to the interruption in insulin therapy.